Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2018, product type: screening device; product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for basic evaluation (be) for fecal incontinence. It was reported that the trial patient¿s symptoms had gotten worse and they were concerned that the lead may have moved. The side was changed but they were not able to feel the stimulation. Additional information received on june 25, 2018 from the patient reported that their bowel movement they had during the nighttime was diarrhea. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if any interventions/actions were taken to resolve the issue. No surgical intervention had occurred or were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.